Event description:
Two months after pci, thrombus was found in the cypher stent. This pt presented for elective pci of the mid rca. The de novo (b2) concentric lesion was 15mm in length in a 3.5mm vessel diameter. Pre-procedure medications included asa 100 mg/day and ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included asa 100 mg/day, heparin 1000 units and ticlopidine hydrochloride 200 mg/day. The lesion was pre-dilated with a 2.75 x 20mm at unk atmospheres before deploying one 3.5 x 18mm cypher at 20 atm. Ivus was conducted. Timi 1 and 3 flows were recorded and pre and post procedure, respectively. Residual diameter stenosis measured 0%. Post procedure medications included asa 100 mg/day and ticlopidine hydrochloride 200 mg/day. Two months later, the pt visited the hosp due to chest pains during the previous sixty-one days. Control angiography was completed and the cypher was found to be totally occluded. Poba was conducted with a 3.5 x 18mm otw atrus balloon before to the proximal-distal rca. A 3.5 x 18mm zeta stent was deployed at the distal end of the cypher and a 3.5 x 18mm driver stent was implanted proximal to the cypher. Both stents overlapped the cypher. Timi 3 flow was recovered and the pt's condition stabilized. The physician theorized that the cause of the thrombotic event was probably due to a dissection that occurred at the distal edge of the cypher during deployment. However, anti-platelet therapy was correctly administered. Additionally, the dissection type is unk and it was not treated because it was not discovered until the pt returned for treatment two months later.